Event description:
It was reported that the patient was admitted to the emergency department (ed) for vertigo and multiple no external power/low voltage alarms were noted. The patient noted that the mobile power unit (mpu) cord was "too short" and would pull out of the wall outlet. The patient's log files were submitted for evaluation to ensure there was no abnormal left ventricular assist device (lvad) pump function or abnormal parameters. It was reported that the vad parameters were at baseline for the patient, and they denied any other alarm conditions. Following review of the log files by tech services (ts), it appeared there were several no external power events on 07aug2024 through 12aug2024, while connected to mpu power. Ts stated that the emergency backup battery (ebb) was used to support the system during the no external power events, so the motor function was not affected. It also appeared, during ts review, that the ebb use count was at the maximum value of 255. Ts recommended that the use count value be reset on the system controller or to exchange the system controller.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The controller event log file contained data spanning 6 days ((B)(6)2024 per the timestamp). The log file captured no external power and low voltage hazard alarms due to temporary losses of ac power while connected to the mpu on (B)(6)2024 from 10:42:42 to 10:42:44, 10:54:24 to 10:54:49, 11:27:56 to 11:28:22, 11:28:23 to 11:28:30, 11:28:53 to 11:32:49, and 11:40:49 to 11:41:17 and on (B)(6)2024 from 20:39:34 to 20:39:37. The alarms were resolved each time when power from the mpu was restored. The system controller backup battery supplied power to the system during all losses of external power and pump function was not affected. The pump maintained a speed within the expected range throughout the log file. No product was returned for evaluation. Per the provided information, the patient reported that the mpu ac power cord is ¿too short¿, and it pulls out of the wall. The reported event was determined to be due to the mpu ac power cord being disconnected from the wall outlet. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard, no external power, and backup battery fault alarm conditions, and the actions to take when the alarms occur. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.